Manufacturer narrative:
B5 - describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition. It was further reported that the balloon ruptured during the third inflation at 14 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. To perform the inflation test, the device was separated at a kink on the hypotube to connect to a stopcock and inflation device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition. It was further reported that the balloon ruptured during the third inflation at 14 atmospheres for 30 seconds.